Manufacturer narrative:
The requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received lower sensor scan result of 70 mg/dl compared to readings obtained from a lab glucose test of 384 mg/dl and experienced keytone in their blood. When the values are plotted on a parkes error grid, the values fell into the "d" zone, showing the difference in values to be clinically significant. Additionally, the customer reported a blood glucose test of 250 mg/dl obtained on an unknown blood glucose device. Customer was unable to self-treat and was treated with unspecified intravenous fluids by a healthcare professional for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination).inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received lower sensor scan result of 70 mg/dl compared to readings obtained from a lab glucose test of 384 mg/dl and experienced keytone in their blood. When the values are plotted on a parkes error grid, the values fell into the "d" zone, showing the difference in values to be clinically significant. Additionally, the customer reported a blood glucose test of 250 mg/dl obtained on an unknown blood glucose device. Customer was unable to self-treat and was treated with unspecified intravenous fluids by a healthcare professional for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.